Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell downstairs, resulting in a shoulder injury with a large hematoma. A chest x-ray showed a likely abrasion of the right ventricular (rv) lead and the implantable pulse generator (ipg) located much lower in the pocket than previous x-rays. The right ventricular (rv) lead would not pace appropriately, and had possible insulation damage and fracture. The implantable pulse generator (ipg) was explanted and replaced. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.